Event description:
This customer reported a false asystole alarm during a pt event. The involved pt died, but the device was not a factor in the pt outcome as reported by the customer.

Manufacturer narrative:
(B)(4). This customer reported a false asystole alarm during a pt event. The involved pt died, but the device was not a factor in the pt outcome as reported by the customer. The device was returned to philips for eval and the reported symptom could not be reproduced. The device passed all testing. The electronic event file was reviewed and showed one asystole alarm that was generated correctly after a 4 second pause. There was no malfunction of the device.